Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia with a blood glucose value of 390 mg/dl while using the ilet system; troubleshooting included disconnecting from the body, performing fill tubing to confirm insulin delivery at the cannula, replacing the infusion site component, confirming drops, and reinserting a new site. Symptoms included elevated blood glucose without reported ketone testing and without other adverse effects. Outcomes included reduction of blood glucose to 82 mg/dl and no medical intervention or hospitalization. Investigation included customer interview and guided troubleshooting focused on infusion site function and insulin delivery verification. Investigation of this case revealed no alarms, no device malfunction observed during troubleshooting, and no persistent issue once the infusion site was replaced, therefore the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.